Manufacturer narrative:
Corrected b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during the arrhythmia resulting in unnecessary pacing and false termination of arrhythmia. The r-wave amplitude dropped low and then went back up to the previous values. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. The rv lead was connected to atrial port for ventricular pacing and a high power rv lead was implanted. The rv lead sensitivity was reprogrammed.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during the arrhythmia resulting in unnecessary pacing and false termination of arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62, defib lead implant date: (B)(6) 2026, ddpa2d4 defibrillator implant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. The rv lead was connected to atrial port for ventricular pacing and a high power rv lead was implanted. The rv lead sensitivity was reprogrammed.